Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: xiitp5413, osseotite® tapered certain® prevail® implant 5/4 x 13mm, lot# 2020111346. Concomitant medical products: xiitp4315, osseotite® tapered certain® prevail® implant 4/3 x 15mm, 2020100585. PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Location of device unknown.

Event description:
It was reported that the implants at tooth sites #3 and 9 were dropped during placement due to a disengaging driver.